Event description:
It was reported that patient had revision of right knee due to infection.

Event description:
It was reported that patient had revision of right knee due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. A device history review indicated all devices accepted into final stock met specifications. A complaint history review indicated there have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat no.: 5516-f-302, triathlon p/a ps beaded #3r, lot code: srhpb2. Cat no.: 5551-g-320, triathlon asymmetric x3 patella, lot code: d504. Cat no.: 5521-b-300, tri ts baseplate size 3, lot code: bfth. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.